Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited a loss of capture and a high capture threshold. It was noted the lv vector was reprogrammed prior to diaphragmatic stimulation (ds) testing. The patient was seen again in clinic, the ds testing was completed, and the vector was reprogrammed. Technical services (ts) confirmed lv capture after reprogramming. This lv lead remains in service. No adverse patient effects were reported.